Event description:
The field service representative (fsr) reported that during the notice of field correction (nfc), the roller pump would not take the software upgrade. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-01007. The field service representative (fsr) replaced the pump pod assembly.